Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call the customer was released from hospital due with diabetic ketoacidosis. Insulin pump was stopped giving insulin due to infusion set issue. Customer reported that the insulin pump did not gave no delivery alert. The insulin pump will not be returned for analysis.